Event description:
It was reported that this system has exhibited a gradually increasing shock impedance measurement from this right ventricular (rv) lead. The most recent measurement was out-of-range at 127 ohms. No evidence of noisy signals were seen. Boston scientific technical services was contacted and it was discussed that such a gradual increase could most likely be due to patient factors, such as calcification/mineralization. Provocative maneuvers were recommended at the next follow-up to evaluate the system integrity. It was mentioned the rv lead may be surgically replaced, but this has not yet occurred. Information was requested regarding the healthcare facility information and event resolution, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that this system has exhibited a gradually increasing shock impedance measurement from this right ventricular (rv) lead. The most recent measurement was out-of-range at 127 ohms. No evidence of noisy signals were seen. Boston scientific technical services was contacted and it was discussed that such a gradual increase could most likely be due to patient factors, such as calcification/mineralization. Provocative maneuvers were recommended at the next follow-up to evaluate the system integrity. It was mentioned the rv lead may be surgically replaced, but this has not yet occurred. Information was requested regarding the healthcare facility information and event resolution, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.